Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Per wo00840221 bi71000194 x-ray handswitch component replaced to resolve. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: continuation of d10: product ID: bi71000194, serial/lot #:rev. 3 : s/n n/a h3: the returned handswitch was installed into a test system. The system booted and readied, and was able to acquire multiple 2d and 3d images and store button functioned as expected. No functional problem found. Visual inspection shows the handswitch cord is overstretched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hand-switch cable was stretched. Once replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000194, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used during a spinal procedure. It was reported that the site is stating that during a case the system terminated the exposure early and this occurred multiple times. There was a less than 1-hour delay to the procedure and no impact on patient outcome.